Event description:
The implant surgeon, reported that the patient noticed that there was a protrusion at the level of the operative scar. The surgeon reported that this protrusion is due to a part of the screw which has been expulsed. The surgeon removed the broken part of the screw. Almost 3/4 of the screw stayed in the tibial epiphysis. The surgeon indicated that, due to this fact, it can be difficult to remove the plate. The plate was implanted in 2007.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.